Manufacturer narrative:
Device was used for treatment, not diagnosis. Patient information is not available for reporting. It is unknown when the patient¿s condition actually began. (B)(4). The subject device is not expected to be returned to the synthes manufacturer for evaluation. (B)(4). The investigation could not be completed; no conclusion could be drawn, as no product was received. A device history record review was performed for the complaint device lot. Manufacturing location: (B)(6). Manufacturing date: may 6, 2016. The device history record review revealed no complaint related anomalies. The device history record shows this lot of va-lcp olecranon plate was processed through the normal manufacturing and inspection operations with no non-conformances or rework noted. This order met all dimensional and visual criteria at the time of release with no issues documented during the manufacture that would contribute to this complaint condition. A review of the raw material device history record revealed this lot met all specifications at time of acceptance. The raw material met all dimensional and visual criteria at the time of release with no issues documented. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that revision surgery was performed on (B)(6) 2016, due to skin breakdown around 2.7mm/3.5mm variable angle locking compression plate (va-lcp). The plate and seven (7) screws were initially implanted on (B)(6) 2016 during an open reduction internal fixation (orif) of the olecranon. On (B)(6) 2016 the patient returned to the emergency room with skin breakdown around the plate sight and it was noted that the plate was exposed per x-ray. On (B)(6) 2016, it was determined that the patient will have revision surgery the next day. During the (B)(6) 2016 revision surgery the seven (7) screws and the plate were removed intact. The wound site was irrigated and debrided. The surgeon noted that the incision was right over the plate sight and this positioning might have contributed to the skin breakdown. The olecranon was also noted to have healed and no new devices were implanted. There was no surgical delay and procedure was completed successfully. Concomitant devices reported: 2.7mm va locking screw - 24mm (part# 02.211.024, lot# unknown, quantity (B)(4)), 2.7mm va locking screw - 22mm (part# 02.211.022, lot# unknown, quantity (B)(4)), 2.7mm va locking screw - 16mm (part# 02.211.016, lot# unknown, quantity (B)(4)), 2.7mm va locking screw - 18mm (part# 02.211.018, lot# unknown, quantity (B)(4)), 3.5mm cortex screw - 14mm (part# 204.814, lot# unknown, quantity (B)(4)), 3.5mm cortex screw - 18mm (part# 204.818, lot# unknown, quantity (B)(4)). This report is 1 of 1 for (B)(4).